Event description:
A customer reported that a pump displayed a reset screen unexpectedly. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support explained to the customer that the reset was a normal safety feature intended to ensure performance, and the pump was operating as expected. The customer was educated on necessary actions to take after a reset, and the customer successfully resumed insulin use.